Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional. Information becomes available. Device problem code: a0401 - break. Patient problem code: f27 ¿ no patient involvement.

Event description:
Luer faulty, not smooth and flawed.

Event description:
No additional information received luer faulty, not smooth and flawed

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the luer is flawed. To aid in the investigation, one sample in an opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification and then with 30x magnification. The syringe barrel luer tip has an acceptable imperfection. The two photos provided show the sample received. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot 2243878. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. However, this is an acceptable imperfection.

Event description:
No additional information received. Luer faulty, not smooth and flawed.

Manufacturer narrative:
Update for coding (B)(4) follow up for device evaluation it was reported the luer is flawed. To aid in the investigation, one sample in an opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification and then with 30x magnification. The syringe barrel luer tip has an acceptable imperfection. The two photos provided show the sample received. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot 2243878. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. However, this is an acceptable imperfection.